Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a mildy tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.